Manufacturer narrative:
The information related to event has been updated. The updated information has been provided with this report. (B)(4).

Event description:
The customer was not hospitalized. The customer went to the hospital for testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s current blood glucose level was 400 mg/dl. Customer stated that basal rates was changed 4 days while he was the hospital and were taking aspirin. Customer had cannula based infusion set. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.